Manufacturer narrative:
Event date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient that they had bowel problems. The patient stated that right after an unrelated back surgery in (B)(6) 2017, their bowel problems started. There were no further complications reported.